Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report a loss of connection between the transmitter and smart phone that occurred on (B)(6) 2015. Patient was advised about closing background applications and doing a soft reset of the smart phone. At the time of contact, no injury or medical intervention was reported. Product data was reviewed on 01/13/2015. The customer complaint of loss of connection was confirmed. A root cause could not be determined.